Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, a loss of connection between the transmitter, smart device, and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit failed . Performed share log review and unit passed the complaint could not be confirmed because there is no share data for a view. A root cause could not be determined.